Event description:
Reported in: surgery for related diseases journal article, 04/2008 edition: "management of slipped adjustable gastiric band slippage in 34 patients." Follow up reveals: "no information from the physician after 3 attempts to contact for more information."

Manufacturer narrative:
Taper unknown. Medwatch sent to FDA on: 29/aug/08. The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. The information has not yet been received by allergan. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Band slippage is a surgical/physiological complication, and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of slippage as follows: "over dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation." "The dissection should be the same size as the band or even smaller to reduce the possibility of band and/or stomach slippage."